Event description:
It was reported that this pacemaker was suspected to be in safety mode. During the last evaluation, this device had 6 months of battery life remaining and at the most recent follow up, it was unable to be interrogated with 2 different programmers. A magnet was placed and no response was received. A device change out procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.